Manufacturer narrative:
Follow-up submitted with evaluation results which determined the lifts lowering too low was due to a bent frame. Bed was replaced.

Event description:
It was reported by the customer that the bed frame was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the lifts would lower too low due to a bent frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.